Manufacturer narrative:
Correction b5: additional information received reports that patient was not able to connect to the ipg and troubleshooting was unable to resolve the issue.

Event description:
Additional information received reports that patient was not able to connect to the ipg and troubleshooting was unable to resolve the issue. Surgical intervention was undertaken and the ipg was explanted and replaced.

Event description:
It was reported that the ipg was unable to communicate with the patient controller or clinical programmer. Troubleshooting was able to resolve this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The reported observation ¿no ipg communication¿ was not confirmed or duplicated during analysis. The root cause of the observation was not ascertained. The ipg diagnostic logs showed the device appeared to be functioning normally. There was indication of repeated magnet application in the ipg logs. The device exhibited normal functionality during analysis which included communication testing with a clinician programmer. No programmer logs were returned from the field for review. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.